Event description:
The customer reported that they received an erroneous result for one patient sample tested for calcium. The sample initially resulted as 7.2 mg/dl and this result was reported outside of the laboratory. The sample was repeated on (B)(6) 2012 on a cobas 6000 analyzer and it resulted as 9.4 mg/dl. The 9.4 mg/dl value was considered to be correct and a corrected report was issued. The patient was not adversely affected by the event. The calcium r1 reagent lot number was 65074401 with an expiration date of 01/31/2013. The calcium r2 reagent lot number was 64661301 with an expiration date of 10/31/2012. The field service representative determined that there was a defective gear pump and a hole in the vacuum line on vacuum nozzle number 5. He replaced the vacuum line to nozzle number 5, replaced the gear pump head, and also replaced the vacuum pump diaphragm. He also replaced the cuvettes, performed a cell wash, and performed a cell blank. He observed the instrument run calibration and quality control; all results were within the customer's acceptable limits. The customer ran precision testing.